Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), embedded device ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), device breakage ('device breakage'), device dislocation ('an iud that left pieces of metal coil fused to her rectum.'), pelvic inflammatory disease ('female pelvic inflammatory disease'), tubo-ovarian abscess ('toa (tubo-ovarian abscess)') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure (batch no. C95074, c91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubo-ovarian abscess, burning sensation, bladder wall thickening and cystitis. Concurrent conditions included abdominal cramps, flank pain, vomiting, epigastric pain, right upper quadrant pain, cholecystitis, cholelithiasis, pyelonephritis, urinary tract infection, stomach pain, anxious mood, left upper quadrant pain, skin dry, hepatic steatosis, biliary colic, blood in urine, suprapubic pain, constipation, tenderness, discharge, appendectomy, enteritis, bloating, menstruation increased, hematuria, bleed in luteal cyst, ovarian cyst and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from november 2014 to march 2015 for contraception as well as ciprofloxacin (cipro), hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2016, ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2017, omeprazole, ondansetron (zofran) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device breakage, device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and dyspareunia outcome was unknown and the pelvic pain, back pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2014. On right essure there were five trailing coils and on left essure absence of coil to confirm that it had been placed in the fallopian tube. Discrepancy noted in essure confirmation test. It was reported that, they were able to completely remove the right fallopian tube and essure stent. I had also explained that the patient's left fallopian tube was removed completely intact and that the distal left segment of the essure stent was also completely removed. Also it was said that, there is the possibility that there could be some residual essure stent within the myometrium on the left side however, exploring this extensively and removal of the cornual region would actually lead to extensive bleeding which is entirely unnecessary. That in many ways that this would be equivalent to a surgical clip, but that this material is well away from the bowel or any potential area that could cause problems for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of e-sure device. Batch no : c91771 production date- (B)(6) 2014 , expiration date -2017-08-31, batch no :c95074 production date -(B)(6) 2014 expiration date - 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event "dyspareunia (painful sexual intercourse)" added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), embedded device ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), device breakage ('device breakage'), device dislocation ('an iud that left pieces of metal coil fused to her rectum.'), pelvic inflammatory disease ('female pelvic inflammatory disease') and tubo-ovarian abscess ('toa (tubo-ovarian abscess)') in a (B)(6) year old female patient who had essure (batch no. C95074, c91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubo-ovarian abscess, burning sensation, bladder wall thickening and cystitis. Concurrent conditions included abdominal cramps, flank pain, vomiting, epigastric pain, right upper quadrant pain, cholecystitis, cholelithiasis, pyelonephritis, urinary tract infection, stomach pain, anxious mood, left upper quadrant pain, skin dry, hepatic steatosis, biliary colic, blood in urine, suprapubic pain, constipation, tenderness, discharge, appendectomy, enteritis, bloating, menstruation increased, hematuria, bleed in luteal cyst, ovarian cyst and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as ciprofloxacin (cipro), hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2016, ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2017, omeprazole, ondansetron (zofran) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and back pain ("back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device breakage, device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, embedded device, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2014. On right essure there were five trailing coils and on left essure absence of coil to confirm that it had been placed in the fallopian tube. Discrepancy noted in essure confirmation test. It was reported that, they were able to completely remove the right fallopian tube and essure stent. I had also explained that the patient's left fallopian tube was removed completely intact and that the distal left segment of the essure stent was also completely removed. Also it was said that, there is the possibility that there could be some residual essure stent within the myometrium on the left side however, exploring this extensively and removal of the cornual region would actually lead to extensive bleeding which is entirely unnecessary. That in many ways that this would be equivalent to a surgical clip, but that this material is well away from the bowel or any potential area that could cause problems for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of e-sure device. Most recent follow-up information incorporated above includes: on 12-aug-2019: plaintiff fact sheet and medical records were received. Events per pfs: migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified, device breakage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, nausea and back pain. Events per mr: female pelvic inflammatory disease and toa (tubo-ovarian abscess). Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), embedded device ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), device dislocation ('an iud that left pieces of metal coil fused to her rectum.'), fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('female pelvic inflammatory disease') and tubo-ovarian abscess ('toa (tubo-ovarian abscess)') in a 32-year-old female patient who had essure (batch no. C95074, c91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubo-ovarian abscess, burning sensation, bladder wall thickening and cystitis. Concurrent conditions included abdominal cramps, flank pain, vomiting, epigastric pain, right upper quadrant pain, cholecystitis, cholelithiasis, pyelonephritis, urinary tract infection, stomach pain, anxious mood, left upper quadrant pain, skin dry, hepatic steatosis, biliary colic, blood in urine, suprapubic pain, constipation, tenderness, discharge, appendectomy, enteritis, bloating, menstruation increased, hematuria, bleed in luteal cyst, ovarian cyst and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as ciprofloxacin (cipro), hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2016, ibuprofen since (B)(6) 2014, naproxen since (B)(6) 2017, omeprazole, ondansetron (zofran) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, fallopian tube perforation, pelvic inflammatory disease, tubo-ovarian abscess, depression, anxiety, nausea and dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2014. On right essure there were five trailing coils and on left essure absence of coil to confirm that it had been placed in the fallopian tube. Discrepancy noted in essure confirmation test. It was reported that, they were able to completely remove the right fallopian tube and essure stent. I had also explained that the patient's left fallopian tube was removed completely intact and that the distal left segment of the essure stent was also completely removed. Also it was said that, there is the possibility that there could be some residual essure stent within the myometrium on the left side however, exploring this extensively and removal of the cornual region would actually lead to extensive bleeding which is entirely unnecessary. That in many ways that this would be equivalent to a surgical clip, but that this material is well away from the bowel or any potential area that could cause problems for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of e-sure device. Batch no : c91771 production date- 2014-08-06, expiration date -2017-08-31, batch no :c95074 production date -2014-08-13, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event fallopian tube perforation added. Outcome of event vaginal hemorrhage was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), embedded device ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), device breakage ('device breakage'), device dislocation ('an iud that left pieces of metal coil fused to her rectum.'), pelvic inflammatory disease ('female pelvic inflammatory disease') and tubo-ovarian abscess ('toa (tubo-ovarian abscess)') in a 32-year-old female patient who had essure (batch no. C95074, c91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubo-ovarian abscess, burning sensation, bladder wall thickening and cystitis. Concurrent conditions included abdominal cramps, flank pain, vomiting, epigastric pain, right upper quadrant pain, cholecystitis, cholelithiasis, pyelonephritis, urinary tract infection, stomach pain, anxious mood, left upper quadrant pain, skin dry, hepatic steatosis, biliary colic, blood in urine, suprapubic pain, constipation, tenderness, discharge, appendectomy, enteritis, bloating, menstruation increased, hematuria, bleed in luteal cyst, ovarian cyst and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from november 2014 to march 2015 for contraception as well as ciprofloxacin (cipro), hydrocodone bitartrate;paracetamol (vicodin) since may 2016, ibuprofen since december 2014, naproxen since june 2017, omeprazole, ondansetron (zofran) since may 2016 and paracetamol (tylenol) since june 2017. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and back pain ("back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device breakage, device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, embedded device, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date apr-2005 and 17-nov-2014. On right essure there were five trailing coils and on left essure absence of coil to confirm that it had been placed in the fallopian tube. Discrepancy noted in essure confirmation test. It was reported that, they were able to completely remove the right fallopian tube and essure stent. I had also explained that the patient's left fallopian tube was removed completely intact and that the distal left segment of the essure stent was also completely removed. Also it was said that, there is the possibility that there could be some residual essure stent within the myometrium on the left side however, exploring this extensively and removal of the cornual region would actually lead to extensive bleeding which is entirely unnecessary. That in many ways that this would be equivalent to a surgical clip, but that this material is well away from the bowel or any potential area that could cause problems for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of e-sure device. Batch no : c91771 . Production date (B)(6) 2014, expiration date -2017-08-31, batch no :c95074 . Production date (B)(6) 2014 expiration date - 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical problem). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), embedded device ('migration of essure device location of device: myometrium/ perforation (other)/ location of the perforation: uterus and located in myometrium/ essure stent is not identified'), device breakage ('device breakage'), device dislocation ('an iud that left pieces of metal coil fused to her rectum.'), pelvic inflammatory disease ('female pelvic inflammatory disease'), tubo-ovarian abscess ('toa (tubo-ovarian abscess)') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure (batch no. C95074, c91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubo-ovarian abscess, burning sensation, bladder wall thickening and cystitis. Concurrent conditions included abdominal cramps, flank pain, vomiting, epigastric pain, right upper quadrant pain, cholecystitis, cholelithiasis, pyelonephritis, urinary tract infection, stomach pain, anxious mood, left upper quadrant pain, skin dry, hepatic steatosis, biliary colic, blood in urine, suprapubic pain, constipation, tenderness, discharge, appendectomy, enteritis, bloating, menstruation increased, hematuria, bleed in luteal cyst, ovarian cyst and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from november 2014 to march 2015 for contraception as well as ciprofloxacin (cipro), hydrocodone bitartrate;paracetamol (vicodin) since may 2016, ibuprofen since december 2014, naproxen since june 2017, omeprazole, ondansetron (zofran) since may 2016 and paracetamol (tylenol) since june 2017. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and back pain ("back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device breakage, device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown and the pelvic pain, back pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date apr-2005 and (B)(6) 2014. On right essure there were five trailing coils and on left essure absence of coil to confirm that it had been placed in the fallopian tube. Discrepancy noted in essure confirmation test. It was reported that, they were able to completely remove the right fallopian tube and essure stent. I had also explained that the patient's left fallopian tube was removed completely intact and that the distal left segment of the essure stent was also completely removed. Also it was said that, there is the possibility that there could be some residual essure stent within the myometrium on the left side however, exploring this extensively and removal of the cornual region would actually lead to extensive bleeding which is entirely unnecessary. That in many ways that this would be equivalent to a surgical clip, but that this material is well away from the bowel or any potential area that could cause problems for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of e-sure device. Batch no : c91771 production date- 2014-08-06 , expiration date -2017-08-31, batch no :c95074 production date -2014-08-13, expiration date - 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Events:abdominal pain ,bleeding were added. Event outcome were updated to recovered: pain:pelvic/ abdominal, back, bleeding. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report